Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5000bmcg/ml baclofen at 2072bmcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was in the intensive care unit because the patient presented with baclofen withdrawal symptoms. The pump logs showed that a motor stall occurred on (B)(6) 2018 with no recovery. It was reported that the issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-with injury." No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the when the pump failed the patient "went into psychosis." The pump was replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was removed and replaced and would be returned for analysis. No additional information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.